Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 80% stenosed 8x3.5mm, eccentric, de novo target lesion contained >= 90 degree bend and was located in a moderately tortuous and moderately calcified left anterior descending artery (lad).a 6fr non-bsc guide catheter and a non-bsc guide wire was advanced towards the lesion. Predilation was performed with a 2.5x15mm balloon and then a 12x3.50mm omega¿ bare metal stent was selected for use and advanced but failed to cross the lesion. The physician then removed the stent and noticed that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.